Manufacturer narrative:
(B)(4). Customer complained the battery compartment is cracked. Insulin pump passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and cracked retainer. The p-cap/reservoir does lock properly. Confirmed cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The customer had discontinue to use the device.